Event description:
Customer reported that ventilator went vent inop in which the device stopped providing ventilatory support to the patient and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no patient harm.

Manufacturer narrative:
The service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor. The service technician performed performance verification testing and extended self testing (est). All tests passed per operating specifications. The service technician reported there was an f & p 850 humidifier in use on the ventilator.